Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high pacing thresholds and a gradual increase in pace impedance measurements. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Currently there is no indication this device will be returned for analysis.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high pacing thresholds and a gradual increase in pace impedance measurements. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Currently there is no indication this device will be returned for analysis.